Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: a symmetry device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The balloon was attached to an encore inflation device, subjected to positive pressure and no issues or leaks were noted with the balloon. The rated burst pressure for this device is 15 atmospheres as per symmetry product specification. The balloon was attached to an encore inflation device, subjected to positive pressure and liquid was observed to be leaking from a shaft pinhole located proximal of the proximal balloon bond. A visual examination identified no issues with the tip of the device that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified forearm shunt blood vessel. A 4.0-4/4t/90 symmetry balloon catheter was advanced for dilatation, however, during the procedure the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the balloon ruptured during the second inflation at 15 atmospheres for 30 seconds.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified forearm shunt blood vessel. A 4.0-4/4t/90 symmetry balloon catheter was advanced for dilatation, however, during the procedure the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. It was further reported that the balloon ruptured during the second inflation at 15 atmospheres for 30 seconds.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified forearm shunt blood vessel. A 4.0-4/4t/90 symmetry balloon catheter was advanced for dilatation, however, during the procedure the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.